Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately nine months post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on some electrograms categorized as atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.